Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated, notifying her that her blood glucose was low. The customer reported another instance in which she received a sensor glucose reading of 47 mg/dl when the actual blood glucose level was 131 mg/dl. The customer also received a change sensor alert. Troubleshooting was done. The customer stated that the sensor cannula was slightly curved. Advised that a replacement sensor and infusion set would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.